Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting the needle is clogging.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 14-sep-2023. It was reported the needle is clogging. To aid in the investigation, seven hundred eight samples were received for evaluation by our quality team. Six hundred ninety-eight samples came in sealed packaging blisters and ten samples came with no packaging blisters. The ten samples and an additional one hundred random samples were selected randomly for evaluation. A visual inspection was performed, and no defects or imperfections were observed. Each of the one hundred ten samples were connected to a syringe with saline solution. The samples expelled the solution with a normal flow. A device history record review was completed for provided material number 305106, lot 3083951. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd¿ needle 1/2 in. Single use, sterile, 30 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reporting the needle is clogging.